Event description:
A customer contacted beckman coulter inc. (Bci) that the coulter lh 780 hematology analyzer generated erroneous nucleated red blood cell (nrbc) results for three patient samples on different days ((B)(6) 2010). A manual smear review was prompted based on decision rules. The manual smear revealed nrbcs which differed from the original results obtained from the instrument. No erroneous results were reported out of the laboratory. There was no death, serious injury, or change to patient treatment during this event.

Manufacturer narrative:
The samples were collected in 5ml vacutainer tubes stored at room temperature and sampled within less than 2 hours in the manual mode. Controls were run before and after the event and the control results were within assay limits. A field service engineer (fse) was dispatched on (B)(6) 2010 for this event. The fse replaced some hardware and performed repairs. The root cause is unknown. However, the system provided instrument messages to alert the operator to review the sample results. Per labeling, beckman coulter inc. Suggests using all available flagging options to optimize the sensitivity of instrument results based on the patient population.